Event description:
My sleep doctor put me on the philips respironics dream station on (B)(6) 2018. Almost three years later, on (B)(6) 2021, I was seen by pulmonologist. He ran a series of tests and then diagnosed me with pulmonary fibrosis, restrictive lung disease, and interstitial lung disease. This doc cannot tell me what caused it but I look at the timing and what I read about the bipap and not help but wonder.